Manufacturer narrative:
Nothing is being returned for evaluation; device discarded by user facility. No lot has been identified which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, we believe that this type of event is most likely technique related. Extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit; this caused the drill bit to rub against the inner surface of the bent drill guide causing some metal to shave off of the drill guide. The reported condition was then duplicated. This phenomenon has been the subject of a long and considerable study. At this point in time the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek it will be forwarded to quality and design engineering, where it will be subjected to a root cause failure analysis and also support the ongoing study of this failure mode. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
Our rep is reporting that a surgeon related to him that during an arthroscopic shoulder repair, metal shavings were observed falling into the patient's joint space while using 6 different lupine drill bits. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the patient. Complaint devices discarded. See also associated mdrs 1221934-2010-00068, -00069, -00070, -00071 and -00072.